Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that decreased r-waves were observed. Fluoroscopic assessment showed the lead had pulled back. Lead repositioning was performed and the patient condition was stable after the event.